Event description:
It was reported that after placement on (B)(6), the catheter was pulled on (B)(6), and it was confirmed that the area that would later become the site of damage was protruding from the dressing. Subsequently, the dressing was reapplied, and the patient was monitored. A blood culture was collected at 5:46 pm on (B)(6), and antibiotics were administered at 11:00 pm; there were no leaks, and the patient remained stable. On (B)(6), during antibiotic administration, leakage was observed from between the 47 cm and 48 cm marks on the catheter. There was no reported patient injury. Additional information received 4/17/2026: the problematic catheter was removed and a new one was reinserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.